Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "the pump stop pumping" is not confirmed. The pump was serviced by the field service engineer and no problem was found with the pump. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported via (B)(4). During use in the intensive care unit (ICU) the pump would just stop while on a patient. Additional information received from the field service engineer (fsr): according to the ICU, they did switch out the pump to a second pump leaving the ECG cables and the second pump did not stop pumping. "Balloon error" message unknown. The pump was checked by the field service engineer and the problem could not be reproduced. The report is unconfirmed. There were no reported complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via fsr (B)(4). During use in the intensive care unit (ICU) the pump would just stop while on a patient. Additional information received from the field service engineer (fsr): according to the ICU, they did switch out the pump to a second pump leaving the ECG cables and the second pump did not stop pumping. "Balloon error" message unknown. The pump was checked by the field service engineer and the problem could not be reproduced. The report is unconfirmed. There were no reported complications.